Event description:
The customer reported there were issues with the laser on the right monitor and problems with the dose reading.

Manufacturer narrative:
(B) (4). The ge service rep configured the system and changed the ipc. The system operates as intended.